Event description:
It was reported that pump battery needed to be charged much more frequently. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional actions or outcomes were documented by technical support.